Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high threshold, loss of capture (loc) and a significant drop in impedance. A new lead was implanted. No additional adverse patient effects were reported.